Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 1999. Aneurysm and vessel morphology are unknown. It was reported that the stent graft had loosened in the neck of the aorta; therefore, the patient was converted to open surgical repair and the graft was explanted in 2002. The patient's status is unknown. Despite numerous attempts to contact the physician, no further information has been obtained. Medtronic ave received the explanted stent graft in 2003 and analysis states that device migration was likely due to disease progression into the aortic neck. It is unknown if the observed stent fractures and the broken sutures in ring 3 contributed to the migration.